Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of the upper left arm. An 8.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.